Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged ovarian cancer while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 31, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging a CPAP device's sound abatement foam alleged ovarian cancer while using the device. Reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case, and therefore is not a reportable injury. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer during the investigation manufacturer observed high pitched sound during therapy, one side of the blower box had most of the sound abatement foam missing, both sides of the blower box had foam that looked like they had moisture, blower motor had black residue in it consistent with degraded sound abatement foam, blower box had many pieces of the degraded sound abatement foam laying inside of it. Dust-like contamination and hair/fibres at the air inlet of the blower box. Presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Manufacturer was able to confirm the presence of degraded sound abatement foam in the device. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected for product problem. (Adverse problem and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury.to malfunction. In this report, sections d9, g3, h3, and h6 have been updated or corrected.